Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center for evaluation. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third-party service center visually inspected the device. During evaluation, corrosion was found on the power connector and the unit cannot be powered on in order to be able to collect the error code. In addition, corrosion on metallic surface was also observed on the device. This incident has been deemed reportable due to the corrosion found on the power connector. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.